Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified that image storage failure. After reviewing log file, fse found image disk problems in x-ray pc. Fse found that the x-ray pc drive was not powered due to a mechanical failure of the power switch. Fse replaced x-ray pc and reloaded software. After replacement of x-ray pc, the system was returned to use in good working order. The defective part was returned for analysis and cannot confirm any issue with x-ray pc. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was image storage failure and x-ray was not possible. No harm was reported to philips. The field service engineer inspected the system onsite and after the replacement of x-ray pc, operating system and hard disks, the device was returned to use in good working order.